Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2014-06550 / 06552).

Manufacturer narrative:
This complaint is a duplicate of (B)(4). This complaint and associated medwatch will be closed as a duplicate and any additional information will be assessed on (B)(4).

Event description:
Legal counsel for patient reported that patient underwent a left total hip arthroplasty on (B)(6) 2011 and a right total hip arthroplasty on (B)(6) 2010. Subsequently, patient's legal counsel reports patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, loss of range of motion, metal poisoning, metallosis, and elevated metal ion levels. Patient's legal counsel further reported that patient underwent left hip revision procedures on (B)(6) 2011 and right hip revision procedures on (B)(6) 2011 and (B)(6) 2012. A review of invoice history confirmed all surgery dates for the left hip; however, only one invoice could be located for the second right hip revision surgery that took place on (B)(6) 2012. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.